Event description:
It was reported that this unknown transvenous pacing lead had become dislodged while the nursing staff was repositioning this patient, one day post implant. This patient went into cardiac arrest and was unconscious. This patient regained consciousness after receiving cardiopulmonary resuscitation (CPR). This lead was readjusted by medical staff in which loss of capture (loc) was observed. Pacing was attempted despite an increase in amplitude. This patient remained in a junctional escape rhythm of 30 beats per minute. Dopamine medication was initiated with no response. This lead was then revised in the catheterization laboratory, was successfully attached and activated and this patient stabilized. No additional adverse patient effects were reported. Due to the limited information received, further follow-up to obtain related details was not possible.

Manufacturer narrative:
Added impact code f1904: device repositioning per medical review.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this unknown transvenous pacing lead had become dislodged while the nursing staff was repositioning this patient, one day post implant. This patient went into cardiac arrest and was unconscious. This patient regained consciousness after receiving cardiopulmonary resuscitation (CPR). This lead was readjusted by medical staff in which loss of capture (loc) was observed. Pacing was attempted despite an increase in amplitude. This patient remained in a junctional escape rhythm of 30 beats per minute. Dopamine medication was initiated with no response. This lead was then revised in the catheterization laboratory, was successfully attached and activated and this patient stabilized. No additional adverse patient effects were reported. Due to the limited information received, further follow-up to obtain related details was not possible.